Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had the needle not retract. The following information was provided by the initial reporter: "needle can¿t be retracted when push button".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had the needle not retract. The following information was provided by the initial reporter: "needle can¿t be retracted when push button".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-28. H6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received two photos which displayed a device with the needle partially retracted and media present in the flashback chamber. Visual observation of the photos revealed that the grip/barrel was smashed in the area where the needle hub had stopped inside the barrel. The smashed grip/barrel was observed to hinder a full retraction of the needle. Bd also received one used 20ga bd iag IV catheter and an opened package from reference number 381834, lot number 1084436. The unit reveals similarities to that as seen in the photos, but the received unit is fully retracted. Functional testing of retraction was conducted by placing the needle to the out position and resetting the activation button, then depressing the activation button. The needle did not fully retract and stopped in the same location of the smashed grip/barrel as seen in the photos, hence simulation of the defect was achieved and the defect is confirmed. Based on the location of the damage, the defect most likely originated during the manufacturing process due to a misalignment of the plug probe and the load barrel station. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had the needle not retract. The following information was provided by the initial reporter: "needle can¿t be retracted when push button".